Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm [communication] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: a review of the black box and alarm history showed no evidence of call service communication alarms. An ezprime and 24 hour duration test were successfully completed. The pump cover was removed to find no intermittent conditions on the printed circuit board and no internal moisture was found. The original complaint was unable to be duplicated. Unrelated to the original complaint, the display had a pink contrast. Additionally, the battery compartment was cracked above and below the bumper pad. (B)(4).